Event description:
Customer reported that he had blood glucose of 94 mg/dl and his insulin pump was not working correctly. Customer stated that his insulin pump buttons had been sticking. Customer decided troubleshooting. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.